Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable elecsys hcg + beta test system results for two patient samples. The date of the event was either (B)(6) 2017 or (b))(6) 2017. Clarification was requested but was not provided. The unit of measure was requested but was not provided. Patient 1: the initial result was 24 and was reported outside the laboratory. The result was questioned as it did not match the patient's clinical condition of pregnant. The repeat result was 46353. Patient 2: the initial result was 53 and was reported to the doctor. On (B)(6) 2017, the customer received a new sample from the patient and the result did not match. No specific data was provided. The first sample from the patient was repeated and the result was 18000. The patients were not adversely affected. The reagent lot number was 179825. The expiration date were requested but was not provided. The customer performed cell cleaning and ran precision testing with good results. The field service representative ran analyzer performance testing which was acceptable.